Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm, and they were advised to clear obstructions from the speaker holes and clean the area. After following these instructions, the issue persisted when attempting to resume insulin delivery. Technical support then instructed the customer to load a new cartridge and attempt to resume insulin. Although the alarm recurred, the customer was advised to wait two hours to allow moisture to evaporate and to follow up if necessary.